Event description:
Patient (user) experienced a urinary tract infection (uti) during his routine catheterization regimen. Patient feels catheter roughness may have contributed. Patient saw his doctor and was given an antibiotic and has recovered. Patient stated his doctor said that the infection might have been caused by him not cleaning himself enough before catheterization. Patient also has history of repeated uti.